Manufacturer narrative:
Evaluation results: inherent risk of the procedure (cva/stroke). (B)(4).

Event description:
Clinical events committee adjudicated that the stroke occurred approximately 16 days post index procedure instead of 18 days post index procedure as first reported. It is reported that the patient was discharged in a stable condition.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent deployed at proximal lad. Approximately 18 days post index procedure, the patient suffered a stroke. Patient woke up with loss of motor function and sensory depravation to right side of body and slurred speech. Patient went to the ER and had an MRI. It was assessed that the patient had a stroke or cerebral infarction. Patient was hospitalized and treated with medication. Investigator indicated that there was no relationship with the study product, drug or procedure.